Manufacturer narrative:
Intuitive surgical, inc (isi) has received the vessel sealer extend (vse) instrument to perform failure analysis. However, as of the date of this report, the evaluation of the instrument has not been completed. A system log review showed only one home complete event, with no other events such as cut or seal recorded. The e-100 generator logs did not capture any activity for this instrument, which was used for approximately two minutes. Additionally, there was no relevant information related to the vse instrument in the logs. No findings from the log review indicate a potential reason for the customer¿s complaint.

Event description:
It was reported that during a da vinci-assisted hysterectomy, a jagged part of the vessel sealer extend (vse) instrument became caught on tissue while the surgeon was using the device to reposition the bowel. The foot pedal was not activated at the time. A small piece of bowel became snagged on the instrument, but there was no perforation. The affected area did not require suture or any additional medical or surgical intervention. Although there was minimal bleeding, it was managed conservatively and allowed to clot naturally. The general surgeon evaluated the injury and no further action was required. The vse instrument was replaced, and the procedure was completed robotically. The patient tolerated the procedure well, and no postoperative complications were reported.

Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extended instrument was analyzed and the complaint was not confirmed by failure analysis. Visual inspection displayed no signs of physical damage or jagged edges. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The jaws opened and closed properly. The instrument cut and sealed without any issues on 2 of 2 attempts. The instrument passed the electric continuity test. There was no problem detected. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
Refer to h11 for follow-up information.